Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pain/pain") in a (B)(6) female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urge incontinence, overactive bladder, gerd, pap smear abnormal, allergic rhinitis, grand multiparity and scoliosis. Previously administered products included: iud nos for birth control. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), back pain ("back pain/ severe back pain") and pain in extremity ("leg pain"). In (B)(6) 2014 she experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced allergy to metals ("nickel allergy/nickel allergy") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In 2014 she experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), headache ("migraines/headaches"), nausea ("nausea") and tooth disorder ("dental problems"). In 2015 she experienced heavy menstrual bleeding ("prolonged menstruation/ heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia) heavy bleeding menses lasting 20 days"), depression ("depression/psychological or psychiatric problems condition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)heavy bleeding menses lasting 20 days"), urticaria ("rashes or skin conditions type: severe hives/bumps/ constantly breaking out in hives"), skin disorder ("rashes or skin conditions type: severe hives/bumps, itchiness"), pruritus ("rashes or skin conditions type: severe hives/bumps/itchiness") and cyst ("other injury(ies) or complication(s) please describe: cysts; scoliosis"). In 2016 she experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). In 2017 she experienced vision blurred ("vision/eye problems type: blurry"). Essure was removed on (B)(6) 2018. In 2018 she experienced anger ("hormonal changes describe: angry cries, irritable, sad"), irritability ("hormonal changes describe: angry cries, irritable, sad") and depressed mood ("hormonal changes describe: angry cries, irritable, sad"). An unknown time later she experienced vulvovaginal discomfort ("vaginal irritation") and scoliosis ("other injury(ies) or complication(s) please describe: cysts; scoliosis"). The patient was treated with tylenol [paracetamol], other therapeutic products and monistat (miconazole nitrate) as well as surgery (anticipated or scheduled date (B)(6) 2018, laparoscopic bilateral salpingectomy, essure device removal) and non-drug therapy (weight management). At the time of the report, the dyspareunia had resolved and the pelvic pain, abdominal pain, back pain, vulvovaginal discomfort, heavy menstrual bleeding, dysmenorrhoea, migraine, allergy to metals, depression and fatigue had not resolved. The outcomes for vaginal haemorrhage, pollakiuria, anger, irritability, depressed mood, vaginal infection, headache, nausea, urticaria, skin disorder, pruritus, vision blurred, weight increased, cyst, scoliosis, pain in extremity and tooth disorder were unknown. The reporter considered abdominal pain, allergy to metals, anger, back pain, cyst, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, irritability, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, pruritus, scoliosis, skin disorder, tooth disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal discomfort and weight increased to be related to essure administration. The reporter commented: plaintiff is still receiving treatment for her essure related medical problems. Plaintiff still suffers from the symptoms . Anticipated or scheduled date: (B)(6) 2018 for essure removal current weight (B)(6). Coils noted on right side-8 and left side-3. Inner coil of right essure device visible protruding slightly from right tuba! Ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.648 kg/sqm. [Hysterosalpingogram] in (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-nov-2020: medical records received. Reporter information, medical history, rcc were added. Date of removal were added. This case is being submitted retrospectively following an internal review. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pain/pain") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of urge incontinence, overactive bladder, gerd, pap smear abnormal, allergic rhinitis, grand multiparity and scoliosis. Previously administered products included: iud nos for birth control. On (B)(6) 2013, the patient had essure inserted. In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain/ severe abdominal pain"), back pain ("back pain/ severe back pain") and pain in extremity ("leg pain"). In (B)(6) 2014 she experienced dysmenorrhoea ("severe menstruation pain/dysmenorrhea (cramping)"). In (B)(6) 2014 she experienced allergy to metals ("nickel allergy/nickel allergy") and was found to have weight increased ("weight gain/loss specify which one: weight gain"). In 2014 she experienced dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines/migraines/headaches"), fatigue ("fatigue/fatigue"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), headache ("migraines/headaches"), nausea ("nausea") and tooth disorder ("dental problems"). In 2015 she experienced heavy menstrual bleeding ("prolonged menstruation/ heavy menstrual bleeding/abnormal bleeding (vaginal, menorrhagia) heavy bleeding menses lasting 20 days"), depression ("depression/psychological or psychiatric problemscondition: depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)heavy bleeding menses lasting 20 days"), urticaria ("rashes or skin conditions type: severe hives/bumps/ constantly breaking out in hives"), skin disorder ("rashes or skin conditions type: severe hives/bumps, itchiness"), pruritus ("rashes or skin conditions type: severe hives/bumps/itchiness") and cyst ("other injury(ies) or complication(s) please describe: cysts; scoliosis"). In 2016 she experienced pollakiuria ("bladder or urinary problems or changes: frequent urination"). In 2017 she experienced vision blurred ("vision/eye problems type: blurry"). Essure was removed on (B)(6) 2018. In 2018 she experienced anger ("hormonal changes describe: angry cries, irritable, sad"), irritability ("hormonal changes describe: angry cries, irritable, sad") and depressed mood ("hormonal changes describe: angry cries, irritable, sad"). An unknown time later she experienced vulvovaginal discomfort ("vaginal irritation") and scoliosis ("other injury(ies) or complication(s) please describe: cysts; scoliosis"). The patient was treated with tylenol [paracetamol], other therapeutic products and monistat (miconazole nitrate) as well as surgery (anticipated or scheduled date (B)(6) 2018, laparoscopic bilateral salpingectomy, essure device removal) and non-drug therapy (weight management). At the time of the report, the dyspareunia had resolved and the pelvic pain, abdominal pain, back pain, vulvovaginal discomfort, heavy menstrual bleeding, dysmenorrhoea, migraine, allergy to metals, depression and fatigue had not resolved. The outcomes for vaginal haemorrhage, pollakiuria, anger, irritability, depressed mood, vaginal infection, headache, nausea, urticaria, skin disorder, pruritus, vision blurred, weight increased, cyst, scoliosis, pain in extremity and tooth disorder were unknown. The reporter considered abdominal pain, allergy to metals, anger, back pain, cyst, depressed mood, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, irritability, migraine, nausea, pain in extremity, pelvic pain, pollakiuria, pruritus, scoliosis, skin disorder, tooth disorder, urticaria, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal discomfort and weight increased to be related to essure administration. The reporter commented: plaintiff is still receiving treatment for her essure related medical problems. Plantiff still suffers from the symptoms. Anticipated or scheduled date: (B)(6) 2018 for essure removal current weight 173 lbs coils noted on right side-8 and left side-3 inner coil of right essure device visible protruding slightly from right tuba! Ostia. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 30.648 kg/sqm. [Hysterosalpingogram] in (B)(6) 2014: results: total bilateral occlusion. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-jun-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.